Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00x38mm synergy stent was advanced to treat the lesion. However, the device could not advance further due to the tightness the lesion. The device was withdrawn and it was noticed that the stent was fractured and a strut was sticking up. The procedure was completed with 3.00mm x 32mm synergy stent. No adverse effects to the patient and the patient's status was fine.